Event description:
Related to MFR report # 2183959-2012-02504. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a miniarc single incision sling system. It was alleged that the plaintiff "has suffered serious bodily injuries, mental and physical pain and suffering", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.